Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system (cds) devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the cardiac arrest requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The ntw clip delivery system (cds)(10316r259) was advanced to the mitral valve however the leaflets could not be grasped therefore the cds was removed. A second cds (11027r145) was advanced when the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, and a temporary pacer wire and balloon pump were placed. The procedure was continued and the clip was implanted on the center of a2p2. A third cds (11012r101) was advanced when the patient went into ventricular tachycardia and cardioversion was performed. Once the patient was stabilized, the clip was implanted on the lateral side of the first implanted clip. The next cds (10917r190) was prepared for use when it was noted the clip introducer was damaged. The physician decided to use the device anyway as no other nt devices were available. The cds was advanced however the leaflets could not be grasped as the posterior leaflet kept slipping out. It was then noted the posterior mitral leaflet (pml) was damaged. The clip was not implanted and the cds removed. Another cds (11027r144) was advanced when the patient went into ventricular tachycardia again therefore and cardioversion was performed. Once stabilized the clip was able to be implanted on medial side of the first implanted clip at the location of the pml damage. After deployment it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion, the clip detached from the pml due to the previous damage and not enough pml was inserted into the clip arms. It was decided to abort the procedure at this time with the mr remaining at 4+. Post procedure the patient died. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported cardiac arrest could not be determined. The reported medical interventions were a result of case-specific circumstances. The reported cardiac arrest as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.